Event description:
The customer reported the system locked up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and ordered parts, but no conclusion can be drawn as repair information is not available.